Manufacturer narrative:
Based on the claim against the product by the customer noting lost the ability to control one of the ssc manipulators, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtm to resolve the reported issue. The fse reviewed the logs, and the error was cleared after replacing the mtm. The system was tested and verified as ready for use. Isi did receive the da vinci product for failure analysis. The mtm was analyzed and the failure analysis was able to replicate the customer reported issue. The error 25521 was reproduced during the sine cycle. Rjs pca and rjp pca were replaced as a fix. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer switched to another surgeon side console after the start of the procedure due to surgeon being unable to control the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon lost the ability to control one of the surgeon side console (ssc) manipulators. The customer proceeded with the second ssc. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted error 25521 pointing to the link to the embedded serializer for master handle (esmh) in the master tool manipulator (mtm) left gimbal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon moved to the other surgeon side console (ssc) to complete the procedure. The procedure was completed robotically.